Event description:
It is reported that the femoral head component broke and underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has to be reported to FDA retrospectively. The product has been received and investigated. The components were examined and all products showed damages from the revision surgery, such as nicks and scratches. No systemic issue identified no adverse trend identified. The cerasul inlay of the alpha insert as well as the cerasul head were fractured in several small parts. The reconstruction of the parts showed that some fragments on both parts were missing. Additionally, the rim of the inlay had a few metallic smears. The polyethylene liner of the insert showed partially rough appearance. Also, indentations probably derived from the stem taper were seen on the liner inside. On the inner liner rim an almond-shaped deformation was observed. The anchoring side of the liner featured imprints from the shell's contour (plugs), a polished circle as well as slight backside changes. The appearance of the imprints from the shell spikes indicated a rotation of the insert. The pressfit cedior shell showed only very small remains of bone ingrowth on the anchoring side. The small fins around the equator were partially damaged probably due to the revision surgery. On the inside of the shell a shiny polished circle can be recognized which matched the circle found on anchoring side of the liner. The ceramic components were fractured. It is unknown which component failed first. As a concomitant phenomenon of the fractures, the polished circles on the liner as well as on the shell were seen. They may have originated from the contact between the stem taper and the polyethylene liner which led to micro-movement between the liner and the shell. It is assumed that the almond-shaped deformation on the inner rim of the polyethylene liner was derived from an impingement with the stem neck. It was not possible to determine at which point in time the impingement occurred. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).